Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery and that the insulin gauge was inaccurate. The customer's blood glucose level was 115-120 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified in the pump logs; however, no failure was identified. The alleged insulin gauge inaccuracy issue could not be verified.